Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged unexpected battery power loss or replace battery alert/replace battery now alarm found on oct 05, 2021. The pump passed the self test, displacement test, active current measurement and sleep current measurement. The pump was monitored for several days and no unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The pump trace download analysis confirmed the pump alarmed replace battery alert/replace battery now alarm and power loss alarm. Insert battery alarm was recorded and found in the formatted history file on: 10/04/2021 17:12:31.000. 10/05/2021 16:56:15.000. Replace battery alert was recorded and found in the formatted history file on: 10/04/2021 17:00:00.000 and 10/04/2021 17:10:00.000. 10/05/2021 16:00:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 10/05/2021 16:31:00.000 and 10/05/2021 16:41:00.000. Power loss alarm was recorded and found in the formatted history file on: 10/05/2021 16:44:44.000. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm were confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm were due to connector resistance on j6/pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did not receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was not the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.